Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a consumer from (B)(6), of peritonitis in a patient coincident with dianeal pd4 2.5% and extraneal 7.5% therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was unknown. During a call with baxter (B)(4) customer services, the following was reported. On an unreported date during a weekend, the patient's stomach felt sore and by monday the patient's fluid was cloudy. On an unreported date, the patient experienced peritonitis manifest by feeling sore in their tummy and cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. The problem was not confirmed and no assignable cause was determined, as no device malfunction or use error was identified during the report.

Manufacturer narrative:
(B)(4). Additional information: on (B)(4) 2012, further information was received by global pharmacovigilance (gpv) provided by a nurse, which medically confirmed the case. The nurse stated that the patient had bacterial peritonitis. The nurse confirmed the hospitalization dates for the event. The nurse believes that peritonitis was caused by technique. On an unreported date, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.